Event description:
Patient reported that her pump (B)(4) will make a weird sound from time to time. Patient states it sounds like it is going to turn off. This has been going on for a couple months. Will ship patient a replacement pump. No other information available. Dose or amount: veletri 26 ng/kg/min; frequency: continuous; route: IV. Date of use: from (B)(6) 2016 to present.